Event description:
As per medwatch report mw5114850 received via email: a laparoscopic case with fiber optic light cable resulted in burn to patient. Light cable heated up and transferred heat to the laparoscope, resulting in a burn. The received medwatch report contained minimal information. The item number, lot code, facility name/location and additional patient information was not provided. We are filing this report referencing a commonly used fiber optic light cable, model number 495na.

Manufacturer narrative:
The device was not returned for evaluation. This event is filed under internal case # (B)(4).